Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator storage space was failed after maintenance. A field service engineer (fse) observed the refrigerator display was dim and showing failure with rising temperature; upon inspection found the unit slightly disconnected, reseated it fully, confirmed the display light restored, guided the customer through recovery, and then ran diagnostics to verify proper refrigerator function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had failed storage space after maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.